Event description:
Patient revised to address liner fracture and dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should any additional information be received, the investigation will be re-opened. Depuy considers the investigation closed.